Event description:
The iab was inserted into the pt on 11/22/96. On 11/25/96 after iabp for 78 hrs, blood was noted in the catheter. The pump stopped with an alarm message and the iab was removed. Event complications: none from the event - reported 11/29/96. Pt's current status: low card output syndrome.

Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.